Event description:
Additional information became available that there was another alert detected for low shocking impedances and oversensing was also observed. No intervention done at this time.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range shocking impedance for this patient's right ventricular (rv) lead. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that the patients home monitoring system detected an error code, low impedance measurement as well as device deactivation. Upon contacting the boston scientific sales representative it was noted that the device was interrogated and reverted into safety mode post interrogation. As a result the device was explanted and the lead was testing using non-invasive programmed stimulation (nips). One shock was delivered without incident, a second larger shock was delivered and the device detected a short on one of the circuits. A new right ventricular (rv) lead was attempted to be placed, but was not able to be placed due to excessive scar tissue. A new device was implanted, using the chronic lead. Tachy therapy was turned off for now and the patient was sent home with a lifevest to recover until lead extraction can be completed. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Manufacturer narrative:
Boston scientific received information that high power visual inspection confirmed there was no evidence of any arc markings on the device casing. The device memory was reviewed and noted several lead impedance measurements 1 and 12 ohms as well as between 22 and 100 ohms. The shorted fault was noted to have been followed by an increased charge time. An x-ray was taken which noted the plasma fuse was open. No further testing could be performed. It was confirmed to have electrical overstress induced by a shorted lead condition.